Manufacturer narrative:
After the procedure tech support performed phone troubleshooting with biomed. During troubleshooting, biomed got a error message stating the patient sensor triplet was out of the sensing volume. Tech support advised to replace the location board connecting cable and this resolved the issue. The cable was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the procedure, they were getting error messages. Initially, the message stated to verify if the correct patient was selected, then to replace the locatable guide. They tried restarting the system and after replacing the locatable guide, they were able to move forward with the case. Additional issues were reported after the procedure regarding the software showing they were in the wrong half of the lung. They aborted the procedure and the patient was under general anesthesia. There was no injury to the patient. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.